Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted through a saphenous vein graft for treatment of a lesion in the left anterior descending coronary artery. It was reported there was a 90-degree bend from the native coronary artery to the vein graft in order to reach the target lesion. Prior to the insertion of the stent delivery system, the physician had manually bent the stent to facilitate the stent delivery system reaching the target lesion. It was not possible to cross the lesion; therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon at an unknown location and was reported to have travelled down to the patient's leg. The stent remains in the patient's arterial vasculature. There was no further treatment to the lesion. The excessive manipulation of the stent and the vessel tortuousity contributed to the stent dislodgement.